Event description:
It was reported that when the operator attempted to obtain a blood sample from the arterial administration port, the clamp was not fully closed which caused a minimal amount of blood loss and air to be introduced into the cartridge circuit. The operator disconnected the pt without rinseback because air was present in the cartridge circuit, resulting in an approx 210cc blood loss. No medical intervention was required.